Event description:
It was reported the shaft fractured inside the patient. During the use of a direxion hi-flo fathom-16 system inside the patient, the outer nitinol sleeve broke. The catheter was removed from the patient and the procedure was completed using a renegade hi flow micro catheter. No complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the nitinol of the shaft was found to be fractured 38.5cm from the hub and the inner liner of the shaft was found to be exposed 7.5cm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft fractured inside the patient. During the use of a direxion hi-flo fathom-16 system inside the patient, the outer nitinol sleeve broke. The catheter was removed from the patient and the procedure was completed using a renegade hi flow micro catheter. No complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).